Manufacturer narrative:
(B)(4). Batch #: 542a17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damaged. The reload had the proximal 3 drivers up and the remaining drivers down with staples present, the swing tab in the unlocked position and the knife not completely within the doghouse. The cartridge was tested for functionality with a test device and fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The swing tab in unlocked position is consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 542a17, and no non-conformances were identified.

Event description:
It was reported that during the distal gastrectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported.